Event description:
Additional information received reported the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that one of the leads migrated and a revision was required. The revision surgery was eventually cancelled because the clinical specialist was able to reprogram the device, and cover the patient's needed areas. There were no symptoms reported. The manufacturer representative did not know the status of the patient, so follow-up is being conducted to obtain this information. If additional information is received, the event will be updated at that time.